Event description:
Baxter reported blood contamination of the pressure monitore lines and the transducer protector inside a system 1000 hemodialysis machine. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during patient use.